Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb bipolar bisector was not cutting but rather was "pulling" tissue. The trigger on the handle of the device was not clicking and was difficult to retract. The device was actuating in the tunnel as the harvester visualized smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).